Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 425cc, catalog number 3502425, serial number (B)(4), lot number 7575431 on the right breast implant and with saline mentor smooth round moderate plus profile 425cc , catalog number 3502425, serial number (B)(4), lot number 7575431 on the left breast implant on (B)(6) 2018. The surgery was well tolerated by the patient, no complications. The patient was brought into the recovery room stable and awake.

Manufacturer narrative:
On 12/20/2018, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow, white, red and brown material was observed within the device and white material was observed on the shell surface. During initial evaluation a rent was observed in length in the vicinity of the vulcanization dot, measuring approximately 0.5 cm. Leak testing of the device, in accordance with mentor procedures, revealed a second rent on the posterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rents revealed no indication as to its cause. No other anomalies were discovered. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The most probable cause as stress concentration at the anterior vulcanized region of the shell. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow, brown, white and red material observed. Because mentor product analysis lan was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).